Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon wanted to clip the ligaclip on the cystic duct, he tried to close the jaw by activating the firing trigger. The jaw with the flange of the ligamax broke off to half. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: follow up received from affiliate: was the device jaws clamped on something hard? If so what. The device jaw was clamped at cystic duct which is soft tissue. Did the broken jaw fall into the patient? The broken jaw was fallen into patient abdominal space, but pick it up and took it out from patient once it has fallen. If so was the jaw retrieved? Immediately the device was retrieved out from patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The analysis results found that the el5ml device was received with the jaw broken at bifurcation inside a sample bag. This condition would not allow the jaws to collapse in order to form the clips. Due to the returned condition of the device no further functional test could be performed. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. The batch record was reviewed and no anomalies were noted during the manufacturing process.